Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following: it was reported by customer that they heard the patient¿s IV pump alarm and entered the room to investigate. The alaris system device was displaying a ¿patient side occlusion¿ alarm. Xxx turned off the pump module administering the cefepime, disconnected the IV tubing from the patient, manually flushed the IV site, and capped it off and they reported no visible damage to the pump module. The IV set was loaded top-to-bottom and hung correctly as a secondary infusion. She noted that there was no visible flow into the primary IV line during the event but observed that the fluid level in the primary ns bag appeared significantly higher post-infusion than it had prior. She remarked, ¿the primary bag looked so much fuller.¿ additionally, the drip chamber of the secondary cefepime bag was completely empty.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.